Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the nanocross 0.14 otw pta dilatation catheter balloon burst. It was reported that there was no calcification or tortuosity present in the vessel. It was reported that the physician retrieved the device and completed the procedure using another device of the same model. No vessel damage was experienced. The patient was described as being in a stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.